Event description:
Boston scientific received information that during a routine incision check, this atrial lead was exhibiting elevated threshold measurements and no sensing. Lead dislodgement was revealed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.